Event description:
Pt reported that the ss meter/hcp meter comparison readings were 102 mg/dl (ss) versus 286 mg/dl (hcp), respectively (64% difference). Pt felt weak at the time tests were performed. Lfs rep discovered the meter is not cleaned according to manufacturer's product recommendations (control solution and alcohol is being used to clean meter). Lsf rep reviewed qc procedures and discussed meter/lab comparisons. The meter was replaced. There was no allegation of harm.